Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2012; model: 5086mri implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to dizziness. The right ventricular (rv) lead exhibited intermittent capture. Reprogramming was performed and the lead was explanted and replaced. The patient is enrolled in the (B)(4). No patient complications have been reported as a result of this event.